Manufacturer narrative:
Patient was treated for 6mm left lower pole stone with 3000 shocks ramp up of energy to highest energy level of 5. No medication or homeopathic health aids reported to be taken prior to treatment. It was reported that patient received ketorolac interoperative. Patient developed pain/renal colic 20 mins after treatment and diagnosed with 10.3x5.5cm hematoma. Patient was admitted to the hospital on (B)(6) 2021 and was discharged on (B)(6) 2021. No report of treatment during hospital admission. Patient did not receive transfusion. Patient reported as recovered by treating physician, (B)(6). Physician reported no issues with the equipment at the time of treatment. Device was evaluated onsite on oct 20th. No issues were found; device tested within specifications, and device was returned to the customer for use. Hematomas are known side-effect of eswl treatment.

Event description:
The customer reported that a patient presented with a hematoma following eswl treatment on (B)(6) 2021. The patient was admitted to the hospital on (B)(6) 2021 and was discharged in stable condition on (B)(6) 2021.